Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited a charge time limit reached alert. No intervention was reported. The patient was stable and asymptomatic.